Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer reported abnormal arterial waveform and blood backing up in the arterial pressure tubing on the iabp; no blood was reported in the helium tubing. No harm was reported.